Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024. D4: batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic respiratory surgery, cartridge fell off inside the patient at 2nd firing. The cartridge was retrieved and was not used on the patient. The cartridge was used with pcee60a. Another device was used to complete the case. There were no adverse consequences to the patient. Received four cartridges, and 1 is the cartridge in the question, 2 are the cartridges which was already used, 1 is the cartridge which is not used and was on the mayo-table during the operation. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/12/2024. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that the device was not returned for analysis only two gst60d reloads (a and b) were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the reloads were received fully fired. The reloads were loaded into the device without difficulties and did not fall out during the visual and functional testing. A manufacturing record evaluation was performed for the finished device batch number 368c76, and no non-conformances related to the reported complaint condition were identified.